Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no delivery alarm. The customer¿s blood glucose level was 17 mmol/l at the time of incident. Customer was assisted with troubleshoot. Customer states the insulin did not exit and pump alarmed no delivery. Insulin pump did not alarm with no reservoir. The insulin pump will be returned for analysis.